Event description:
Healthcare professional reported breast deformity, breast pain, capsular contracture baker grade IV and possible rupture or leakage. This record is for the left side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: capsular contracture baker grade IV and possible rupture.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe since it is not related to the device. Rupture: observed broken device assessed as surgical damage

Event description:
Healthcare professional reported breast deformity, breast pain, capsular contracture baker grade IV and possible rupture or leakage. Healthcare professional later reported hole in radius (edge) and rupture. This record is for the left side. Device has been explanted.